Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set showed separation between the vinyl tubing and the drip chamber outlet port. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the tubing engagement. Functional testing confirmed leaking from the separation. Dimensional analysis was performed and the results were within specification. The root cause of the separation was identified as a manufacturing issue of no solvent having been applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary tubing separated from the drip chamber and leaked. It was reported that the nurse took the bag down to back prime after a decadron infusion when the event occurred. There was no report of patient or user harm. The event occurred in the infusion center.